Manufacturer narrative:
The device was returned to ventec for an investigation. The reported event of failure to ventilate was confirmed. The investigation determined that an electrical component failed on the motherboard printed circuit board (pcb), which caused the device to fail to ventilate. The pcb was replaced and the device now ventilates. Further cause could not be determined.

Event description:
It was reported that the device failed to ventilate. There was no patient involvement.

Manufacturer narrative:
The removed motherboard printed circuit board (pcb), also referred to as the control board, was further evaluated by ventec. Ventec determined that the root cause of the reported issue were diodes d402x and d404x..